Event description:
It was reported by the aci sales professional that a pt underwent a coronary procedure on an unk date. Following the procedure, the physician, who is in training, selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that when the physician pulled the balloon back to the arteriotomy, the physician pulled the balloon through. The physician applied 10 minutes of manual compression to achieve hemostasis. The pt was reported as fine. No further info is available.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.